Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant. During procedure, the device was deployed into the left atrium, and it appeared to be puffy and would not flatten as it normally would. The device was removed from the patient and reloaded. On second deployment, the same issue happened again. The decision was made to replace the device with a 30mm amplatzer cribriform occluder, which was successfully implanted. The patient has since been discharged, and no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
An event of device deformation was reported. One image was received from the field which appeared to show the distal disc of an occluder in a deformed conformation in a jar, however the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant. During procedure, the device was deployed into the left atrium, and it appeared to be puffy and would not flatten as it normally would. The device was removed from the patient and reloaded. On second deployment, the same issue happened again. The decision was made to replace the device with a 30mm amplatzer cribriform occluder, which was successfully implanted. The patient has since been discharged, and no adverse patient effects were reported. Subsequent to the previously filed report, additional information was received that the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The delivery system used to deploy the device was a 9f amplatzer trevisio intravascular delivery system. The device was deployed within the septal defect for a short amount of time before being retracted and removed from the patient. There was no angulation or kink noticed in the delivery system.